Event description:
It was reported there was an over infusion of heparin. The volume to be infused (vtbi) was initiated 06mar at 2212 for 31.9ml/hr with a total volume of 500mls. At approximately 0300 on 07mar there was an "air in blood" alarm, and upon assessment the heparin bag was found to be empty. The pump indicated the vtbi at 362ml; volume infused @137.06ml. The patients ptt lab was drawn, and the patient was monitored for bleeding. Customer stated the "patient had no untoward effects". There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of heparin. The volume to be infused (vtbi) was initiated 06mar at 2212 for 31.9ml/hr with a total volume of 500mls. At approximately 0300 on 07mar there was an "air in blood" alarm, and upon assessment the heparin bag was found to be empty. The pump indicated the vtbi at 362ml; volume infused @137.06ml. The patients ptt lab was drawn, and the patient was monitored for bleeding. Customer stated the "patient had no untoward effects". There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.